Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose results was 368 mg/dl (this was the only result provided in the reported issue notes). Tests were done 5 minutes apart with a difference of 27%. This percentage was provided in the potential medical tab). Patient did not experience any adverse events. No further information has been reported.